Event description:
Nurse went to remove intraosseous infusion (io) from patient. Upon twisting clockwise with saline flush attached, the blue port dislodged from the needle. Visual inspection looks like the glue that holds the needle to the blue port failed. Despite many attempts it would not reattach which made it very difficult to remove io needle from patients leg. Pa had to use or needle holder to eventually remove the io. Patients leg did not appear to be injured in this process. Needle set representative has been notified and blue port was saved.